Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure, it was observed that vapr tripolar 90 suction elect device had bubbles in the tubing. During an in-house engineering evaluation, it was determined that the device had foreign substance/debris/cleaning/sterilization. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). Investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were able to work. The electrode will be sent to the manufacturer for further analysis. The vapr tripolar 90 suction elect was evaluated by the manufacturer with the following results: device was not returned in the original packaging. The active tip is in a used condition with visible tissue debris in the suction ports. No visible damage to the device. Procedural debris visible in suction tube. The electrical test was performed, as a result, all parameters were passed. The functional test was performed using vapr vue generator gml3723/4. The flow test with flow control valve open failed. The suction failure was further investigated by subjecting the device to both a positive and negative pressure while also being activated. The combination of these tests were unsuccessful in clearing the blockage. Introduction of a thin gauge wire into the device suction path of the distal tip was unable to dislodge the blockage. The blockage was caused by a build up of tissue debris at the distal end of the device. From our investigation we were able to confirm that the electrode suction was blocked by procedural debris when evaluating the returned device. The device was found to fail flow test specifications due to tissue debris within the suction path at the distal end of the device which could not be removed during the investigation. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The suction failure mode has been reviewed against the systems risk assessment document 892007, the highest identified risk within 892007 for failure modes that are equivalent to the complaint failure mode is loss or deterioration of function - reduced/blocked irrigation flow. Resulting in reduced visibility & increased procedure time - patient under anesthetic extended period of time the severity risk category is ¿minor¿- results in temporary injury or impairment not requiring professional medical attention. For this scenario a pre mitigation risk of grid 10 and a post mitigation risk of grid 10 are stated, which is ¿minor¿ and ¿frequent¿ and rated as low as reasonably achievable (alra). A review of our complaint records over the last 12 months to assess the frequency for this failure mode shows this defect to be of low occurrence with 12 tripolar devices being investigated by ostek (B)(4) confirming a suction blockage and is as anticipated in the risk analysis. No further action is required at this time. A DHR review has been performed for the complaint device had no issues ncrs or deviations with the manufacturing process have been indicated. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.